Manufacturer narrative:
Conclusion: a temporal association exists between ccpd therapy with the liberty select cycler, liberty cycler set and the patient¿s adverse events of abdominal pain, nausea, vomiting and fever which required hospitalization related to peritonitis, umbilical hernia, hyponatremia and sepsis. During the hospitalization the patient underwent umbilical hernia surgical repair and peritoneal dialysis catheter removal. An hd catheter was surgically placed, and the patient transitioned to hd therapy. However, based on the available information, the etiology for the patient¿s umbilical hernia, peritonitis, hyponatremia and sepsis is unknown. What is known is that patients performing pd therapy higher have a higher likelihood of developing peritonitis. It is also known that increased intra-abdominal pressure associated with pd therapy is known to create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. The placement of a pd catheter is a risk factor for increased likelihood of hernia formation or enlargement. It is possible ccpd therapy with the liberty select cycler and/or liberty cycler set may have been a factor in the patient events. At the time of this clinical investigation, there is no documentation or evidence that indicates the liberty select cycler or liberty cycler set malfunctioned in any way to cause or contribute to the event. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer and no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. The device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and medical records were reviewed by a post marker surveillance clinician. On (B)(6) 2018 this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2017 called customer service and stated she ¿felt like she overfilled earlier¿ and reportedly disconnected from the liberty select cycler and vomited (volume unknown) several times. During follow-up it was discovered the patient was hospitalized on (B)(6) 2018 through (B)(6) 2018 for the evaluation of nausea, vomiting, abdominal (9/10) and neck pain (6/10) and was subsequently diagnosed and treated for sepsis, hyponatremia, peritonitis, constipation, thrush and umbilical hernia. The hospital discharge summary was received by post market surveillance (pms) on (B)(6) 2018. The document stated the patient presented to the emergency room (ER) with nausea and fever and was subsequently admitted for evaluation and testing. Blood cultures were drawn (date and results unknown) and the patient was started on intravenous (IV) vancomycin and cefepime (dosages unknown) until (B)(6) 2018. A surgical consult was placed (date unknown) and it was determined the patient¿s peritoneal dialysis catheter (not a fresenius product) needed to be removed (specifics unknown). The patient was brought to the operating room (or) and the peritoneal dialysis catheter was removed, and an umbilical hernia (details unknown) was also repaired. A hemodialysis (hd) catheter was placed (date and type unknown) and the patient was started on hd (details unknown) therapy. While hospitalized the patient developed oral thrush and constipation. The patient was treated with nystatin (¿magic¿) mouthwash and a bowel program (details unknown). The patient was discharged to inpatient rehabilitation on (B)(6) 2018 in stable condition. The discharge diagnosis list included sepsis (details unknown), peritonitis (details unknown) and hyponatremia (details unknown). Additional follow-up was made with the pd rn on (B)(6) 2018, who stated an umbilical hernia repair was performed in the hospital. Per pdrn both the patient and clinic were unaware of the umbilical hernia present prior to the patient hospitalization, and stated the patient had not had any previous history of hernia. The pdrn stated as of (B)(6) 2018 the patient continued completing back-up hemodialysis treatments in-center without issue and was scheduled to have a pd catheter placed next month. It was unknown if the patient performed any pd therapy during the course of hospitalization. Additionally, it is unknown if any fresenius device(s) or product(s) were utilized during the course of the hospitalization.